Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file and functional testing showed a flexvision pc error. The fse performed the flexvision pc all board reseat and rebooting test. After which, the system was returned the system to use in good working order. The codes were updated based on the investigation outcome.